Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) reviewed device episode data and found that this was due to oversensing of noise. The noise was able to be reproduced in clinic. Ts suggested x-rays. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.